Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced some light headedness. Upon interrogation, the right ventricular lead exhibited noise. Other electrical values were normal. The lead was capped and replaced. The physician noted an insulation anomaly on the lead. The patient was fine post operation.